Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported (via FDA mw5083757) that a female patient of unknown age who underwent breast augmentation revision with two unspecified mentor saline breast prostheses on (B)(6) 2006, experienced the following, "extreme neck, shoulder and back pain. After the second set, my symptoms escalated. I did not connect the dots that my health symptoms were related to my breast implants. The only symptoms I have been warned about were possible rupture or capsule contracture. My breasts have not done either, so I thought I was safe. Within the past year, my health has really struggled and I gained weight in spite of a healthy diet and regular exercise. Within the past six months, I have rapidly gone downhill. I have really struggled to breathe, have had many episodes of heart palpitations, hair falling out by the handfuls, extreme fatigue, tremors, muscle weakness, dropping things, numbness in my right arm/hand and lower legs and extreme low back pain. Since 2018, I have not been able to do any exercise. I don't have enough energy or oxygen. Just climbing our stairs requires me to lay on the bed to catch my breath before I am able to brush my teeth. I have long hair and at point, I was ready to chop off myself because it required too much effort to comb and I don't have the oxygen or energy to do it. Since 2018, I have been to the ER twice. The first time I was experiencing heart palpitations and extreme shortness of breath which was triggered by simply emptying the dishwasher. They did a CT with a contrast to rule out a pulmonary embolism and an echocardiogram and a lot of blood work. I have seen a pulmonologist several times since . She did a pulmonary function test which showed a pseudo-restriction which is common in obese people which I am not. She also conducted a mip and mep test which showed long muscle function at 50%. In order to rule out a neurological issue, she ordered a brain MRI which was abnormal. Then I saw the neurologist to evaluate me for ms. He ruled that out but ordered an electromyogram which did not indicate new nerve deterioration but did show nerve damage from my low back. In 2019 I had to visit the ER again. This time I was having excruciating upper abdominal pain that radiated in my back. It would come in waves of pain similar to labor pains. They ordered multiple lab tests and a CT of my abdomen. The lab test indicated my liver and pancreas enzymes were elevated, the CT test showed no inflammation of the liver or pancreas, she diagnosed me with acute pancreatitis. I am scheduled to explant 2019. My pulmonologist will repeat the tests once I have the implants and scar tissues removed to see if that was or was not the main cause behind my issues." As a result, the patient underwent bilateral removal (B)(6) 2019. Complication with the patient's first set of implants were reported under 1645337-2019-10220 and 1645337-2019-10221. This medwatch form is for the left breast prosthesis.